Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-jan-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that their leads broken. No patient complications have been reported because of this event.